Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instrument confirms the complaint of tip breakage. Previous investigations, including evaluations by a depuy material scientist has determined that user error is the most likely root cause. Manufacturing or material error was not identified. It is however recognized that improvements are possible to alleviate this issue even if not used properly. (B)(4) was approved and completed on january 15, 2010, which includes improvements to bolster the durability of this instrument. Health hazard evaluations (B)(4) in march 2009 and (B)(4) in january 2011 were held to determine the risk involved with the tip of a modular stem inserter breaking off during surgery. The hhe from 2009 and again in 2011 concluded that no field action was required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The type of this complaint is an instrument breakage. Tha for oa took place by using tri-lock on (B)(6). Although the surgery seemed to be completed without any problem, the next day a nurse found the tip of the inserter in question broken. The surgeon took and checked x-ray photos, but did not find the broken piece in the patient¿s body. They could not find it in the operation theater either, so there is still possibility of its remaining inside the patient¿s body even though there is no sign in the x-ray photos. During the surgery, the surgeon had difficulty in connecting the inserter to a stem. He eventually connected them obliquely and inserted the stem in the femur. He suspected that procedure might be a cause of the breakage.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.